Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched display window cover, scratched around casing, cracked keypad overlay at select button, keypad overlay texture damage, peeling serial number label, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was a crack in case. The crack was seen on the ring at reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump was returned for analysis.